Manufacturer narrative:
(B)(4). It was reported that a male patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® sf bi-directional nav catheter and suffered a cardiac tamponade, which required pericardiocentesis. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter were tested on the carto 3 system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force features was evaluated and passed. Finally, an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant product: carto 3 system (model# m-4800-01 serial# (B)(4)), smartablate pump (model# m-4900-08 serial# (B)(4)), c3 ez steer cs with auto ID catheter (model# d-1263-06-s lot# 17563965m), lasso nav variable eco catheter (model# d-1343-01-s lot# 17518632l), st jude intracardiac echocardiogram catheter (model# unknown lot# unknown), transseptal needle (model# unknown lot# unknown), long sheaths (model# unknown lot# unknown). Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® sf bi-directional nav catheter and suffered a cardiac tamponade, which required pericardiocentesis. During the mapping phase, a cardiac tamponade with pericardial effusion was noticed as the patient¿s blood pressure dropped which was confirmed by intracardiac echocardiogram. Three biosense webster inc (bwi) catheters were in the body proline to the tamponade being noticed. No ablation had been performed and no energy delivered. Only mapping was being performed in the left atrium (la) with the lasso when the tamponade was identified. Everything stopped at that point and catheters were removed from the la and protamine was given. A pericardiocentesis was performed and 550cc of the blood surrounding the heart was removed. Once it was drained, the patient¿s vitals stabilized. The patient was reported to be in stable condition at the time this complaint was reported to biosense webster inc. The event was assessed as life threatening. Extended hospitalization was required because a pericardial drain was in place which extended his stay in the hospital. The patient has since fully recovered. The physician¿s opinion on the cause of the adverse event was that the complication arose from the transseptal puncture. He stated that it was a tough puncture and a small window that he could not visualize well with intracardiac echocardiogram. A transseptal puncture was done with a st. Jude medical brk1 needle. An 8.5 fr sl1 and st. Jude medical agilis sheaths were used during the procedure. The patient received anticoagulant during the procedure which was maintained at 300-400 seconds. The irrigation flow setting was at 2cc/min. It is unknown if any patient factors that might have contributed to the event. There were no errors reported on bwi equipment during the procedure.